Event description:
The facility risk manager reported by phone to flogard device 2m8063 where "too much fluid in the bag for what was programmed in the device" during patient use in 2009. This event occurred during patient infusion. An IV insulin drip was infusing at an unknown dosage at a rate of 150ml/hr when the nurse noted there was too much fluid in the bag for what was programmed in the device. The patient's labs and accucheck where noted as being "high". This writer spoke with the director of emergency services on 2/17/09 to obtain additional event information. The customer stated, during administration of an unknown dose of an IV insulin infusion to a patient to treat an unknown problem "the insulin in the bag infused at a quicker rate, then the programmed rate and the bag was noted to be empty" which was set to infuse at a rate of 150ml/hr. It is unknown if this was a primary or piggyback infusion. The patient did experience abnormal lab results, which are not available at this time, and shortness of breath. The patient was taken from the emergency room to the intensive care unit for an unknown reason. There was no medical intervention or injury associated with this event. The director of emergency services stated the pump set up was performed correctly and without incident. The set up and programming were not double-checked by a second nurse. Per the purchasing manager, the pump is being returned to baxter for evaluation.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.